Manufacturer narrative:
The report of ¿discomfort at ipg site¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The allegation is consistent with patient anatomy and not being device related as the report stated the patient was very skinny and the physician decided to exchange the ipg for an eterna.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the patient was very skinny. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.